Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report of "ECG failed ffff" message was observed during review of the device's history log. The device was put through extensive testing which included full functionality testing without duplicating the report. The analog board was replaced as a precaution. The customer's report of "defib disabled" message was not replicated or confirmed. The device was put through extensive testing which included full functionality testing without duplicating the report. Review of the device logs did not find evidence to support the reported event. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode: drt. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "error ffff" messages. Complainant indicated that there was no patient involvement in the reported malfunction.